Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead was exhibiting oversensing of atrial events resulting in pacing inhibition post implant. Atrial pulse was programmed to maximum output, but was not oversensed by the ventricule. The reason for the oversensing was thought to be location of the right ventricular lead too close to the tricuspid value as difficulty implanting the right ventricular lead was reported.